Event description:
Lead noise was reported with oversensing when the patient lifted their arm, the ipg was reported with both the right atrial (ra) and right ventricular (rv) leads which were mdt leads. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).